Event description:
It was reported that on (B)(6) a mammography procedure was performed and during the procedure, the physician was moving down the c-arm to adjust the height for a lady with a wheelchair, when the physician took her feet off the foot pedal it did not stop moving down, the physician had to stop the gantry with the emergency button and quickly take the lady away. A field engineer examined the devices and found that there was a footswitch issue. The field engineer replaced both foot switches. The system met the manufacturer´s specifications. No injury to the patient or staff reported.

Manufacturer narrative:
Investigation was closed: on 2/20/2024, on a selenia dimensions (B)(6), the c-arm continued to move when the pedal was released. To stop the movement, the user pressed the emergency stop (e-stop) button. This occurred prior to a patient exam/procedure. There was no alleged health consequence or impact to the patient/user. The field service engineer (fse) replaced both footswitches, tested the foot pedals, and returned the system to the customer. An initial evaluation could not be performed because no parts were returned. The uncontrolled c-arm motion was investigated. Since this part was recycled by the fse and is unavailable for testing, the investigation is limited. Probable cause is the footswitch malfunctioning; however, the root cause is unknown due to the lack of returned part. In summary, the probable cause is part malfunction; the root cause is unknown. The risk index remains in zone 1 with a ri of 1. This is considered acceptable risk. A CAPA is not needed at this time as there was no patient or user harm. Additionally, the risk is considered low based on the occurrence. Future events will be monitored and trended. Device history record (DHR) review: UDI: (B)(4). Date of manufacture: 10/21/2013. Installation date: (B)(6) 2014. There were no relevant deviations/discrepancies to note.